Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-21098. During follow-up, noise and cross talk was seen on the echocardiogram (ECG). Technical support suggested provocative testing and pocket manipulations to see if noise can be reproduced. Further information was requested but not available. The patient is in stable condition